Event description:
Customer reported that when she put a test strip into her freestyle flash meter, a "box" appeared in the upper left side of the display and there was fading back lines through the meter's screen. Customer's niece also reported that since her aunt has been having meter problems she has been unable to test and experienced a medical event in which she felt dizzy and fell. The customer was seen at a local hospital and had a series of xrays performed of her chest and ankle and a CT scan. No diagnosis was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for testing and a follow-up report will be submitted once results are available.